Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product has been requested. No additional information is available at this time. The events of burning, swelling, redness, pain and "burning sensation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contra-indications: do no inject juvéderm ultra plus¿ xc in the periorbital area (eyelids, crow's feet) and glabellar region (forehead). The application of juvéderm ultra plus¿ xc in the under eye area is to be performed only by specialists specifically training in this technique who have a sound knowledge of the physiology of this particular area. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported an injection of juvéderm ultra plus¿ xc into the patient's face. The patient was pre-treated with oral naproxen and reparil. The next day the patient developed burning, swelling, redness, pain and "burning sensation" in the forehead. The patient was treated with fucidin and fitostimuline. Symptoms are ongoing at this time. The patient was concomitantly injected with botox® in the forehead.